Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio: 1.8 and 3.5; therapeutic range: 2.5 - 3.5. The time between testing was less than ten (10) minutes. There was no reported adverse patient sequela. There was no add'l info provided.